Manufacturer narrative:
Further information is not available, because we do not have contact information. The events of lymphoma-alcl-suspected and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl-suspected, seroma-late.

Event description:
Patient representative reported "diagnosis of alcl, removal of implant due to alcl and symptoms and injuries related to alcl and fear of alcl including: mental anguish and fear of recurring alcl," "swelling," "seroma, pain, anxiety, accumulation of fluid." Device has been explanted. Affected side right. Pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed.